Manufacturer narrative:
The bed was tested per quality control procedures on (B)(6) 2011, and met specifications. The bed was placed with the pt on (B)(6) 2011. On (B)(4) 2011, after the complaint investigation kci was able to confirm that the bed would not rotate to prone. The cause for the malfunction of the bed was the pc controller rotoprone assembly. The exact nature or cause of the malfunction with the pc controller rotoprone assembly was indeterminate.

Event description:
On (B)(6) 2011, the nurse reported that the rotoprone had a control error and required the bed to be placed back to supine and lock pin error also came up. The error could not be cleared. The bed was swapped with another unit. There was no reported pt injury. On (B)(6) 2011, after the complaint investigation, kci was able to confirm that the bed would not rotate to prone.